Event description:
It was reported that the t:slim x2 pump battery would not charge, resulting in a power source alert and a shutdown that prevented the pump from being turned back on. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the charging supplies to the original tandem wall adapter and charging cable. Technical support informed the caller of necessary actions, such as resetting the insulin on board and manually restarting cgm sessions when the pump is turned off. The customer rejoined her sensor session while on the call and planned to load new supplies and resume insulin administration after the call.